Event description:
It was reported that the unit turns off when the docking station is unplugged. The customer tried with multiple docking stations. The customer has replaced the battery with a known good battery. There were no error messages displayed prior to shut off. The unit will monitor patients normally until shut off. No pt incident reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted. No pt incident reported.